Manufacturer narrative:
(B) (4). Lens work order search medical review. A lens work order search was performed and no similar complaints were found. Medical review - glares and halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the cornea is not touched, therefore, patients who have glares and halos before the surgery, will commonly retain these symptoms but no increase in severity should be experienced since the cornea remains untouched. The glares and halos, however, may be perceived more due to the increased clarity of vision. Furthermore, the effective optical corneal zones (eocz) of the lenses have a maximum of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms due to the interface of the optical zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. Glares and halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The patient reported the surgeon implanted a micl 13.2mm implantable collamer lens in her right (od) eye on (B) (6) 2008. The patient had been experiencing halos in low light conditions. The doctor's office was contacted and they reported the patient had visits on (B) (6) 2009 and (B) (6) 2009. The doctor did not have any notes on the duration of the condition. The doctor recommended alphagan, but was not sure if the patient tried it. Prognosis - excellent. Visual acuity post-op 20/30. The icl remains implanted. See MFR# 2023826-2010-00063 for other eye.